Event description:
It was reported that after t1 was implanted, t2 fell off. T2 was removed out and a backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or sutures remain on the insertion needle, however they were returned. Examination of the construct showed no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. It appears that the trigger was inadvertently advanced causing the pre-deployment of t2. No root cause related to the manufacture of the device can be established. User error may have been a contributive factor of the event.